Event description:
Alcl case report. A (B)(6) textured silicone breast implants implanted 12 years ago. Developed left breast swelling about 2 years ago that was drained. Pt was doing well until about two months ago, when she again noted swelling of left breast. Subsequently drained and sent for pathology. No other symptoms.